Manufacturer narrative:
The service rep replaced the left monitor. System is working as intended.

Event description:
The customer reported left monitor on the workstation has extended horizontal size. No patient injury was reported.